Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the prescribing physician reported that the user¿s ilet device screen was cracked and the touchscreen was unresponsive. The caregiver confirmed that blood glucose (bg) management was unaffected. A replacement ilet was arranged for shipment. No clinical effects, hospitalization, or long-term health consequences were reported.